Event description:
It was reported that a patient presented for a follow up. The patient's right ventricular (rv) lead exhibited oversensing noise. The patient received inappropriate therapy and had very violent episodes of vomiting. The rv lead was suspected to be dislodged. The device was reprogrammed. There were no patient consequences.